Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 7 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had pump stoppages while connected to the power module. An audible alarm was received at the time of the events. The patient was then connected to batteries and an ungrounded cable without any additional pump stoppages. The patient was asymptomatic. The manufacturer's technical services reviewed the x-ray images, which showed a suspect area near the distal and bend relief. The remainder of the percutaneous lead x-rays appeared unremarkable. On 01/28/2016, technical services arrived onsite for a percutaneous lead repair. Phase interrupter testing indicated a broken yellow wire. The yellow wire was observed to be severed during repair. After the repair, all subsequent tests passed and there were no alarms when the patient was connected to a grounded patient cable.

Manufacturer narrative:
The evaluation of the returned section of the percutaneous lead (lead) confirmed an issue that could have potentially contributed to the reported event. Approximately (B)(4) inches of the distal end of the lead was returned for further analysis. The yellow wire was shorter than the other wires, measuring approximately (B)(4) inches, and its conductors were exposed at its proximal end. This observation appears consistent with what was reported at the time of the percutaneous lead repair. The lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The (B)(4) jacket, clear bionate layer, and metal braided shield were removed to examine the underlying wires. Inspection of the wires did not reveal evidence of any additional damage. If the exposed conductors of the yellow wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stoppage events that were confirmed through the evaluation of the submitted system controller log file. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.